Event description:
The customer reported the surgeon inserted the aq2010v three piece silicone lens and could not get the leading haptic to seat properly in the eye. The haptic was damaged and the lens was removed without any injury to the patient . The reporter stated the event was due to a loading error.

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation, results: visual inspection of the returned lens showed half the lens was torn off and missing and a haptic was bent. There was a clear surgical residue on the lens. (B)(4).